Event description:
It was reported that the user experienced variable glycemic control with episodes of hyperglycemia and nocturnal hypoglycemia while using the ilet system, prompting increased insulin use and more frequent infusion set changes; education and troubleshooting were provided, and the family was advised to consult the treating clinician. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no reported hospitalization, no emergency treatment, and no injury. Investigation included a review of the complaint details and user-reported history. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the issue remaining cause unclear; supply support for teflon infusion sets was arranged pending address confirmation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.